Event description:
During the procedure, the surgeon went to engage the powered plus long articulating endoscopic linear cutter. The motor sounded weak and run down. The device did not engage in its usual manner.